Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. The following information was requested, but unavailable: was the first clip feeding sideways in the jaws? Did the third clip appear malformed(broken) and if so was it scissored?

Event description:
It was reported that during an unknown procedure, when the doctor was using the device, the first clip resulted not aligned, the second clip resulted as normal, but for the third clip it was broken (the clip was broken). The doctor did not want to use it again. The device was newly opened from the package. Manual sutures were done to complete the procedure.

Manufacturer narrative:
(B)(4).additional information: the analysis results found that the el5ml device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining (B)(4) clips as intended. In order to confirm the clips were within manufacturing specifications, the clips were evaluated using a tool that is designed to determine proper formation. During analysis the jaws opened and closed as intended. In addition the device locked out as intended. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.